Manufacturer narrative:
Event date approximate. Year valid. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3387s-40, lot# v006332, implanted: (B)(6) 2006, explanted: (B)(6) 2018, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturing representative (rep) regarding a patient with an implantable neurostimulator (ins). It was reported the patient had a partial lead wire explanted that had been left in them from a previously revised lead. The issue was resolved at the time of the report. No patient symptoms or further complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient had a partial lead wire and burr hole cover on the left side explanted that had been left in them from a previously revised lead.